Event description:
6 fr naso-gastric tube (ngt) placed. Upon attempted removal of wire, pink cap broke off. Wire was still able to be removed, however, upon attempting aspirate, the nurse noted that there was a hole at the top of ngt (right under the caps). Ngt removed and an alternative tube placed without incidence.